Manufacturer narrative:
E1: patient city: (B)(6) patient country: norway

Event description:
Reference number (B)(4). Event occurred in norway it was reported that the patient faced infusion set's tape not sticking event on 03-jul-2024. The infusion set did not stick or loosens up due to a lot of movement by the patient as the patient was young. No further information available